Event description:
It was reported following successful deployment of this femoral filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the apex of the filter. Continued removal attempts resulted in removal of the wire from the filter and subsequent tilting of the filter. Manipulation of the filter with a snare resulted in a complete opening. The pt's condition is good. Follow-up revealed the guidewire tip appeared folded over on its self prior to filter deployment which may have contributed to this event. However, the co is unable to determine the exact cause for this event.